Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the electrograms resulting in inappropriate shocks. Lead fracture suspected. The lead was capped.